Manufacturer narrative:
During further troubleshooting it was identified patient was using contra indicated insulin.

Event description:
Received information stating patient was experiencing elevating bg's.